Event description:
Patient with a previously identified anti-kell failed to react with vss241 cell 1. Antibody identification was performed and a 1+ reaction was observed with the k+ cells. Daily qc testing was performed and results were acceptable. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd performed retained testing of vss241. Satisfactory results were observed.